Event description:
It was reported the patient felt no stimulation for ¿some time¿ and therapy was no longer effective. It was noted the patient formerly had ¿high 90%¿ control of slow transit constipation. Impedances of greater than 4,000 ohms were measured on several electrode combinations. Breakage of the lead/extension was noted. The full system was replaced. No patient injury was noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, lot# unknown, explanted: (B)(6) 2014, product type: extension. Product ID: 7489-10, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the tined lead found that the conductors were broken near the tines. The 0, 1, and 2 conductors were broken 3.7 cm from the distal end. Analysis of the extension ((B)(4)) found no anomaly. (B)(4).